Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 24 x 4.50mm taxus liberte drug-eluting stent was advanced to treat the lesion. However, the stent dislodged during the procedure and the dislodged stent could not be found. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.